Manufacturer narrative:
(B)(4). Information was not provided by the contact. Staple height selector the analysis found that one ntlc75 device was returned in good visual condition and with no cartridge reload present. It was noted during the visual inspection, the staple height selector detent portion was broken. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device's suture which the first shot is taken and it works fine but the second shot the gun cannot be closed, is used. The recharge is removed and closes well. Another like device was used to complete the procedure. There were no adverse consequences for the patient.